Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. The customer reported that she had several low blood sugars and stated that it was the infusion sets that were to blame. The patient took carbohydrate tablets, carbohydrate liquid, juice and candy. The customer declined to troubleshoot for the low blood sugars stating that she had the wrong infusion sets. The insulin pump will not be returned for analysis.